Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. A separation was noted in the pump body. This was a site of leakage. The surfaces of the separation appeared to be rough and irregular, indicating stress was exerted. Some testing could not be performed on the pump due to the separation noted. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to available information, the patient with this device was exercising when he felt the implant pop and it would no longer inflate. Upon explant, it was noted that the pump was fractured under the release bar. A new device was successfully implanted and no other adverse patient effects were reported.